Event description:
The facility representative reported a colleague infusion pump with failure code 500:320. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 500:320:844:0000, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a stuck open key on the channel b keypad. The channel b pump head module was replaced to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this device was previously serviced for the reported condition. This condition is being addressed through CAPA. Should additional information be received, a follow-up medwatch will be submitted.